Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed in seven (7) homechoice cassettes. The patient stated that "a black portion was found near the end part of the tubing to the tip protector". This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with naked eye noted black coloring inside of the patient line tubing. The reported issue was verified. The cause was determined to be manufacturing related. The black coloring is a flash caused by an arc during the weld process that burns the tubing. The burn does not impact the functionality of the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.